Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the communicator stayed stuck at 91% and stopped responding. Per the patient, the communicator was taking too long to read the pump, and this had been happening for a while. The patient stated that after a refill the communicator was faster but within a couple of days, it got ¿super slow¿. A replacement communicator was requested from the repair department. The patient also reported seeing the recovery screen on their handset, so a new design wallet case was requested from the repair department. The patient also stated that the handset charge did not last very long. The patient service¿s agent reviewed that the handset should be charged daily. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6); implanted: explanted: product type accessory product ID hh90t01 lot# serial # unknown implanted: explanted: product type mobile platform product ID m977041a001 lot # serial# unknown implanted: explanted: product type product ID a820 lot # serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.